Manufacturer narrative:
Patient¿s identifier and weight are unknown. Date of event: date of postoperative nail breakage is reported as (B)(6) 2018, exact date is unknown. This report is for an unknown nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Original implant date is unknown. Unknown if the device has been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (510k): unknown, as specific part and lot numbers for nail is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was initially implanted with trochanteric fixation nail-advanced (tfna) nail with cables on an unknown date. On an unknown postoperative date, the nail broke in patient. Surgeon will remove the nail and do hip replacement; however, implant has not yet been removed for further information and evaluation. Concomitant device reported blade (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown nail. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history records review was completed for part# 04.037.161s, lot# h300262. Manufacturing location: monument, manufacturing date: apr 19, 2017, expiry date: feb 01, 2027. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Inspection sheet, tfna assembly instruction met all inspection acceptance criteria. Packaging label log was reviewed and found to be conforming. Component parts reviewed: part number:04.037.942.2, lot number: l220230, purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, lot number: h045947, work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card supplied by smalley dated 03-oct-2016 were reviewed and determined to be conforming. Part number: 04.037.912.3, lot #: h248222, work order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number:21127, lot number: h145473. Certificate of analysis received from metalwerks pmd, inc dated 20-jun-2016 was reviewed and found to be conforming. Lot summary report dated 11-jul-2016 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. H3, h6: product investigation was completed. The tfna nail was received at us customer quality (cq) with the tfna nail broken into two pieces. Any fragments were not returned. The helical blade/screw was still attached to the head of the nail and held in place by the preassembled locking mechanism. This agrees with the reported complaint condition, thus confirming the complaint. Dimensional analysis was not performed as relevant features have significant post-manufacturing damage. Relevant drawings were reviewed. The complaint condition is confirmed as the tfna nail was received broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: tfna helical blade perf l90 tan (part # 04.038.390s, lot # h421508, quantity 1); lockscr ø5 l60 f/nails tan light green (part # 04.005.550, lot # l053501, quantity 1); lockscr ø5 l58 f/nails tan light green (part # 04.005.548, lot # l051062, quantity 1). This report is for one (1) 11mm/130 deg ti cann tfna 400mm/left - sterile.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) unknown tfna nail.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown tfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality conducted a review of the provided x-ray. The complaint is confirmed as the damage is visible on the attached pictures. Product was not returned, therefore no investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.